Event description:
It was reported to bsc/target that, "it was the 5th coil when the physician inserted and felt friction. The physician tried to advance further and it got stuck where he couldn't move it forward or backward. He was able to remove the whole microcatheter with coil in it and removed from pt". Upon eval on 5/2002 it was discovered that the gdc main coil had been detached therefore the complaint was filed with FDA.